Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the reported startup failure was confirmed. Visual inspection revealed damage to the upper assembly. Due to the physical damage of the upper assembly, the generator failed to start up. When the upper assembly was replaced, the generator powered on and booted to the application screen with no issues noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Prior to the procedure, the generator would not boot. The patient had been prepped and the procedure was cancelled with no adverse consequences to the patient.